Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) presented an extreme curvature downward; therefore, a surgical procedure was performed to remove the ipp and implant a malleable device at the patient's request. There were no patient complications reported.